Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hcva, infection and sepsis are known potential clinical adverse event associated with vads as outlined in the IFU. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to infections which are transmitted via hand to mouth contact with contaminated surfaces. Other contributing factors include the patient's nutritional status, trauma to the operative site, and poor hygiene practices. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the implanting center for treatment of intracranial bleeding and sepsis after collapsing at home. In the days prior the patient reportedly exhibited somnolence and anisocoria. Log file review revealed several low flow alarms during the time of cardiopulmonary resuscitation (CPR) with a return to normal parameters after completion of CPR. CT scan results revealed intracranial bleeding and blood culture results were positive. Neurosurgery's inspection of driveline exit site revealed possible infection of driveline exit site extending into the tunneling channel. The patient subsequently had a ventricular drain placed and was administered antibiotics, fluids, and corticosteroids. The treatment was unsuccessful; however, and the patient expired on (B)(6) 2015. The cause of death was reported to be intracranial bleeding. Of note, the perfusionist reported that "the starting point of events were orthostatic dysfunction amplified by septical signs leading to the collapse of the patient. Due to coagulopathy and anticoagulation cerebral bleeding occurred. He stated also that patient was non-compliant to hygienic rules, which may have also led to similar problems with other wounds".